Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "diagnosed with seroma on my left side".

Event description:
Patient reported left side "seroma" and "alot of fluid build up and alot of pain." "Pain intense, swelling & disfigure lead to testing to find out breast is filled with fluid. U/s & MRI done" was additionally reported. The device remains implanted.

Event description:
Patient additionally reported ""periprosthetic seroma, capsular contracture baker grade unknown, and superior malposition". Device has been explanted.